Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on both cylinder exhaust tubes. No functional abnormalities were noted with either cylinder. A small separation was noted in the reservoir bladder. This was a site of leakage. Further examination could not confirm what may have resulted in the separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient reported that the pump was not functioning properly, as it remained squeezed and the device would not inflate properly. It was presumed that there was a leak in the device, so it was explanted. Upon explant, no obvious leak was observed until the reservoir was explanted and it was empty. No adverse patient effects were reported.